Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin. Net with episodes of post paced t wave oversensing on the implantable cardioverter defibrillator. The patient was brought into the clinic and the device was reprogrammed to avoid the oversensing. The patient was reported to be in stable condition.